Event description:
It was reported that bd microlance¿ needle separated from the syringe before use. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: DHR; bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Needles were packed in machine 2101 (november 27-29th, 2016) during which 60 visual inspections were carried out with zero defects noted. Assembled needle come from two batches: #6326368: (november 27 ¿ december 4h, 2016) machine 4412 during which 320 visual inspection of 25 units each were performed with zero defects noted. #6309465: (november 12-16th, 2016) machine 4411 during which 193 visual inspection of 25 units each were performed with zero defects noted. Research has not found any abnormality in injected hub batches #6334335, #6326346, #6320162, #6313091 and #6301190 (mold machine #3576, november, 2016). Since bd was unable to duplicate your indicated failure mode since no sample or pictures has been provide and review of DHR show no abnormalities during needles manufacturing, a definitive root cause related needle manufacturing process is not possible to determine at this time. The defective connectivity could possibly be because of a defective luer dimensions or any damage in the syringe tip, but it could be also related with the handling of the product as some insufficient adjustment between of the devices by the end user. On the other hand, bd is certain that the probability of having some damaged needle causing detached in our product is very low based on the preventive measures, absence of complaints of other customers, and our sampling inspection plan.

Event description:
It was reported that bd microlance¿ needle separated from the syringe before use. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: DHR; bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Needles were packed in machine 2101 (november 27-29th, 2016) during which 60 visual inspections were carried out with zero defects noted. Assembled needle come from two batches: #6326368: (november 27 ¿ december 4h, 2016) machine 4412 during which 320 visual inspection of 25 units each were performed with zero defects noted. #6309465: (november 12-16th, 2016) machine 4411 during which 193 visual inspection of 25 units each were performed with zero defects noted. Research has not found any abnormality in injected hub batches #6334335, #6326346, #6320162, #6313091 and #6301190 (mold machine #3576, november, 2016). Since bd was unable to duplicate your indicated failure mode since no sample or pictures has been provide and review of DHR show no abnormalities during needles manufacturing, a definitive root cause related needle manufacturing process is not possible to determine at this time. The defective connectivity could possibly be because of a defective luer dimensions or any damage in the syringe tip, but it could be also related with the handling of the product as some insufficient adjustment between of the devices by the end user. On the other hand, bd is certain that the probability of having some damaged needle causing detached in our product is very low based on the preventive measures, absence of complaints of other customers, and our sampling inspection plan.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd microlance¿ needle separated from the syringe before use. No serious injury or medical intervention was reported.